Event description:
On (B)(6)2010, the pt was implanted with an scs trial lead. Two days later the multi trail stimulator's (mts) battery was depleted. The pt became frustrated, and tried to pull the trial lead out. The lead subsequently fractured into 2 pieces.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.